Manufacturer narrative:
The device was received with the cannula assembly deployed and corrosion visible on the pcb assembly. All attempts to retrieve data from the pod were unsuccessful. Due to the observed corrosion, a leak test was performed and a tear was observed in the unexposed portion of the soft cannula. This tear diverted fluid from the intended fluid path which would have resulted in insufficient drug delivery. Due to the extent of the corrosion, communication could not be established between the pod and the master pdm. The cause of the reported communication error could not be determined.

Event description:
It was reported the patients blood glucose level rose to 400 mg/dl while wearing the pod between 1 and 4 hours. It was also reported that the pod had a communication issue. As treatment, the patient activated a new pod.